Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The button response was delayed. Customer's blood glucose level was 165 mg/dl. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. When customer removed battery the display did not change and when customer replaced battery it stayed on the screen and had did not move away from the screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.